Manufacturer narrative:
H3: analysis found visually, there was no damage in the construction of the device observed by the unaided eye. Under magnification, however, there were small voids in the blue and red trace pads and ink traces (underneath the adhesive). Electrically, the resistance from end to end shall be less than 200 ohms, and the actual measurements were 18 ohms (blue), 8.5 ohms (blue with white stripe), 12 ohms (red), and 9.8 ohms (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise test. There was no intermittent behavior while manipulating the tube, wires, or connectors. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during endoscopic thyroid surgery the patient was intubated with the product and connected to nim-vital, and an impedance check was performed, but the error condition continued and the product could not be used. When a spare product was used, the impedance check was cleared without any problems, so a defect with this product is considered. There was no patient injury.